Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that when removing the bifuse extension set that was infusing a vasoactive medication from the primary tubing the extension set connection cracked off. The patient's blood pressures remained stable with no harm or intervention necessary.